Event description:
Family was outside and heard a pop from the machine. They looked inside and the concentrator was on fire. Machine was in home through a home medical supplier that is a division of hospital.